Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018. Explant date: (B)(6) 2018.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent an ipg explant procedure. The explanted ipg was not returned due to hospital policy.